Manufacturer narrative:
On (B)(6) 2017, an fse conducted on-site follow-up with the customer. The fse observed that the mechanical binding of the large syringe lead screw was at the lowest point of the syringe plunger. The fse cleaned the lead screw and bushing and then executed the sampler reset maintenance function. A light film of triflow was applied with the excess removed. The full range of motion of the large syringe was tested, with and without liquid pressure. The instrument returned to normal function. Since the instrument was functioning as intended, no additional activities by field sevice were required. The most probable cause of the reported event was due to a failure of the large syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported a large syringe error on their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.